Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had an e217 error occur. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h3, h4, h6. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: c-cover (plastic distal end cover/probe cover) burned. A root cause could not be identified regarding the e217 error. Based on the results of the investigation, it is likely the following led to the malfunction: scope ID (identifier) unit reset leading to e217 error. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Based on the results of the investigation regarding the c-cover burned, the root cause could not be identified. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.